Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the power supply blows pem fuses. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be a failed power supply. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the console was set up to be used for a case but would not turn on. No electrical activity was reported. No patient harm reported.